Event description:
It was reported by sales rep that the product al326 was used in a laparoscopic cholecystectomy. It was reported that the instrument was being used on thin connective tissue. The instrument seemed to be "sticking", so the surgeon removed the al326 from the trocar. The surgeon examined the instrument and began using it again. On the next fire of a piece of connective tissue, the jaw of the instrument completely broke off and fell into the pt. It took the surgeon approximately 30 minutes to retrieve the broken piece. There was no other consequence to the pt.